Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.4, h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, crease fold, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: crease sharp broken on posterior and striated broken on anterior. Based on the device analysis the final assessment is: crease sharp broken on posterior assessed as fold flaw opening. Striated broken on anterior assessed as surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare report right side a suspected implant rupture. Device has been explanted.

Manufacturer narrative:
Initial reporter [zip code] : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected implant rupture.

Event description:
Physician reports a suspected implant rupture. This relates to the right side.